Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at 698 mcg/day via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The patient reported that about a month ago she started having problems with her pump. She stated that the pump started feeling like it was flipping; it was moving; and now it was up by her ribs. Per the patient she had to go to the ER (emergency room) because the pump moved and was protruding out of her stomach, but it had since moved back to where it belonged. She had an appointment tomorrow (B)(6)2021 with her surgeon, but with the hurricane she was afraid the appointment may have to be moved.